Event description:
The use of the clamp cuts the catheter. The incident occurred just after placing the device when dialysis treatment was started. The clamp seems okay but it is unk how it is cutting the catheter.

Manufacturer narrative:
The complaint of an external break is confirmed. The product implicated is a niagara 20 cm straight dialysis catheter. Received is a section of the venous extension tubing. Gross and microscopic examinations of the complaint sample reveals a break at the distal end of the extension tubing. The break site is jagged and irregular with a granular veneer. The break line is nearly perpendicular with the central axis of the tubing; however, the exact mechanism of damage cannot be determined. Although a complete break in the catheter was confirmed, the complete catheter including the compression clamps was not returned for eval. This prevents reaching a definitive conclusion for the cause for the complaint incident. The distal section that contains the arterial extension tubing, bifurcation site and venous staggered tip was not returned for eval. Gross visual and microscopic examinations functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of rexa1988 showed no other similar product complaint(s) from this lot number.